Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the right cheek with 1ml of juvéderm® voluma¿ with lidocaine. Two weeks later, the patient experienced a ¿hard lump at the cannula insertion point¿. The hcp tried to dissolve that lump but it didn't go away. The patient then went to see another hcp, and that hcp did an aspiration and claimed that the lump contains pus. Second hcp treated the patient for 1 week with augmentin and subsequently injected steroids into the lump. The lump got slightly smaller. Injecting hcp asked the patient to come back for review because the lump is still there. Injecting hcp gave the patient 2 more weeks of augmentin, 4 weeks of doxycycline, and 1 week of low dose steroid. Symptom is ongoing.